Event description:
The user was seen in the clinic and it was noted that the bone conduction floating mass transducer (bc-fmt) was extruding through the skin.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
According to the information received from the field the device was explanted due to an extrusion of the device through the skin likely caused by pressure applied to the skin. Upon reimplantation th placement of the new device was changed. The explanted device has not been received for investigation yet. This is a final report.

Event description:
The user was seen in the clinic and it was noted that the bone conduction floating mass transducer (bc-fmt) was extruding through the skin. The user has been re-implanted.